Event description:
It was reported that the pump time was intermittently changing by 5 minutes. Customer would correct time. Blood glucose was 87 mg/dl. Customer reverted to using manual injections for insulin therapy.